Manufacturer narrative:
Please note that while this product is not sold in the us, it is considered similar to products that are marketed in the us by dentsply. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that a start-x tip #3 broke during first use; no injury resulted and all the broken parts have been from the patient's mouth.

Manufacturer narrative:
Returned device is broken in the active part. No material defect was found during analysis of the rupture pattern. No unused device is available for possible evaluation. The batch number is unknown, DHR cannot be reviewed. No information was given regarding technique, we cannot rule on its compliance with maillefer's recommendations. Root causes are not identified. We will track this kind of event and monitor the trend.